Manufacturer narrative:
(B)(4)

Event description:
The consumer reported a return of symptoms. The troubleshooting performed was increasing stim from 1.2v to 1.9v. This did not resolve the issue. The patient planned to decrease to 1.4v and monitor symptoms and increase stim again if necessary. She was going to continue to make small increases as necessary to get back to 50% reduction in symptoms and consult the health care professional (hcp) on direction on changing programs. The patient had nocturia, had to get up 5 times per night to go to the restroom. This was considered a sudden change in therapy/ symptoms. The patient only intended to follow up with the hcp if the symptoms did not improve. Additional information noted that the patient had increased to 2.1v originally but there was too much of a vaginal tingle so it was decreased to 1.9v. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain the circumstances that led to the return of symptoms and steps taken to resolve the return of symptoms too much tingle in the vagina. If additional information is received, a follow up report will be sent.

Event description:
Additional information from the consumer reported that she was going to see her physician on (B)(6) 2016. The device worked beautifully until the end of (B)(6) 2015. The patient raised the device to 1.9v then reduced to 1.5v on program 2. The symptoms continued. After the patient raised it to 1.5v, the patient was urinating 3-4 times per night. The days were manageable and the patient planned to discuss with the doctor. She hoped the adjustments could be made to correct the issues.